Event description:
A customer obtained erroneously high troponin (accu tni) results for two patients. The initial results were 64.33 and 52.09 ng/ml for patients a and b, respectively. Patient a sample was re-tested on the access 2 instrument and repeated result was also elevated, 57.86 ng/ml. The specimens were tested on a different instrument and an accu tni result of "<0.05 ng/ml" was obtained for patient a, and a "negative" result for patient b. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes with gel and centrifuged at 3,500 rpm for 10 minutes. Per customer, the patients' samples all appeared to be good quality with no hemolysis. Qc and system check were within specifications. The customer reported the only errors in the event log were "status controller initialization error". A field service engineer (fse) was dispatched: the fse found numerous dark count errors posted to the event log. The fse replaced the I/o board, the aspirate, dispense and substrate probes, pinch rollers, mixer and peri-tubing. The fse cleaned hardware components, primed the system and ran a diagnostic testing and qc. All validation testing recovered within specifications. Although hardware could be a contributing factor, no clear root cause was determined to date. A malfunction will be assumed for the purpose of this report.